Manufacturer narrative:
Na

Event description:
Information was received from the provider that the enclosure of the device appeared to have melted. The patient was using the device at the time, however, there was no reported harm to the patient. The device was returned for evaluation. Thermal damage was confirmed on the bottom of the device near the power outlet. Investigation has determined that a failure of the solder joint on the ac inlet may have contributed to the event.